Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation for device history record (DHR) review. Updated fields: h2, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, poor quality image and an e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noisy image, no image and an e216 scope communication error. There was no patient involvement.